Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed post-paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.